Manufacturer narrative:
If explanted; give date: unknown/ asked but not available. Telephone:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from the patient's eye due to dissatisfaction. His visual acuity reflected a long distance of 0.6 near 40 cm 0.5 post-op one week. There was no delay in treatment or other interventions performed. No further information was provided.